Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: greater than 7.5, laboratory inr: 2.3. The time between testing was five minutes. The nurse is using capillary tubes but does not know the brand and does not think the tubes are lined with any anticoagulant. Customer indicated that the patient may not have been compliant this week and may have accidentally increased the dosage of coumadin several days in a row. The customer was unable to confirm if this was in fact the case. Therapeutic range is 2.0 - 3.0 for the patient. The patient's caregiver administered vitamin k after the home health nurse left the patient's home and prior to the lab result being received, despite having been instructed by both the physician and the home health nurse to wait for the confirmatory lab test. There was no additional information provided.

Manufacturer narrative:
Investigation pending.